Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure while pulling the introducer through the stomach the transition zone on the device got caught in the muscle or fascia of the patient. The tube detached and hemostats were used to pull the tube through the incision. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The exact age of the patient is unknown however, (B)(6). (B)(4) relates to (B)(4) for the reported event of tube detached. (B)(4) relates to (B)(4) for the reported event of tube difficult to advance. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.